Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
A cardiac perforation occurred during the transseptal puncture. Following transseptal puncture, contrast was injected, revealing a cardiac perforation in the right atrium and the aorta. Surgical closure was performed which stabilized the patient. There were no performance issues with any sjm device.